Event description:
Customer reported blood at the sensor insertion site that gushed and got on the transmitter. She stated that the site did not show signs of infection and was not actively bleeding at the time of the report. The blood glucose reading was 380 mg/dl. Nothing further was reported.

Manufacturer narrative:
Unable to confirm complaint. Customer did not return the insertion needle.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.